Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900683 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier did not open and close properly from the first clip. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its jaws partially closed and the first clip out of position. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt and the trigger jammed. The device was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The tab on the proximal end of the feeder was severely bent. The proximal end of the bridge was also bent. The yoke was broken at the pin position and scrape marks were observed on the inside of the yoke. Pieces of the yoke were found on the feeder spring. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The observed damages to the feeder and the yoke are indications that the feeder spring bound up internally in the yoke. This shortened the overall stroke of the feeder which caused the trigger to jam and prevented the clips from loading properly into the jaws. The feeder spring binding up in the yoke also caused the clip stack. It could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The feeder spring binding up in the yoke caused the trigger to jam and prevented the clips from loading properly into the jaws. It could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues. The reported complaint of "jaws misaligned" was confirmed based upon the sample received. Upon functional inspection, the trigger jammed. The sample was disassembled and there were indications of the feeder spring binding up in the yoke. This shortened the overall stroke of the feeder and prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues.

Event description:
It was reported that the jaws of the applier did not open and close properly from the first clip. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.